Manufacturer narrative:
(B)(4). D6a: exact date is unk. Assumed first day of the month. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for finished device lot 25778. A nonconformance was identified. The nm was related to out of specification washers, which is related to one of the potential failure modes for the malfunction identified in this complaint. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable.

Manufacturer narrative:
(B)(4). Date sent: 4/23/2025. Additional information received: received information from patient who underwent explant and partial fundoplication on (B)(6) 2025. He¿d previously presented to the emergency on (B)(6) 2024 with food stuck in his esophagus. He underwent barium study on (B)(6) 2025 and dilation on (B)(6) 2025. He granted permission for device return.

Manufacturer narrative:
(B)(4). Date sent: 3/4/2025. Additional information received: received information from the patient that his explant is scheduled for (B)(6).

Manufacturer narrative:
(B)(4). Date sent: 2/13/2025. Corrected data: d6a. Additional information was requested, and the following was obtained: what was the date of implant? (B)(6)2020. When did the reflux begin? What was the date of the imaging which showed the discontinuous linx? If available, please share a copy of this imaging. Please send to: (B)(6). What is the device lot number? 25778. Was the device initially effective in controlling reflux? Were any events associated with the onset of symptoms (vomiting, retching, trauma, surgery)? Dysphagia. Did the patient undergo an MRI since device implant? If so, when was the MRI and what strength? Did the patient have any other surgeries in the area? Did the patient receive any dilations while the linx was implanted? Was any additional imaging performed since device implant? Does the device appear to be in a continuous annular state in these images? We are interested in establishing a window when the device may have become discontinuous. Please share any additional images. What is the management plan? Is device removal scheduled? Is a replacement linx or fundoplication planned? Egd and dilation and wants to implant a new linx device when and if the explanation takes place can we ask that the procedure gets video recorded and the video shared? Unsure. When and if the linx device is removed, may we ask that the device be returned for analysis? Yes.

Event description:
It was reported that a linx patient was having issues. Patients reflux returned.

Manufacturer narrative:
(B)(4) date sent 1/29/2025 b3: unknown; captured as awareness date d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. No lot or batch number was provided therefore a device history could not be done. Additional information received: the linx device was found to be discontinuous by x-ray on january 20, 2025. Device has not yet been scheduled to be explanted but patient does want a new device re-implanted. Unknown if device will be available for analysis once explanted. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what was the date of implant? When did the reflux begin? What was the date of the imaging which showed the discontinuous linx? If available, please share a copy of this imaging. Please send to: productcompliant1@its.jnj.com what is the device lot number? Was the device initially effective in controlling reflux? Were any events associated with the onset of symptoms (vomiting, retching, trauma, surgery)? Did the patient undergo an MRI since device implant? If so, when was the MRI and what strength? Did the patient have any other surgeries in the area? Did the patient receive any dilations while the linx was implanted? Was any additional imaging performed since device implant? Does the device appear to be in a continuous annular state in these images? We are interested in establishing a window when the device may have become discontinuous. Please share any additional images. What is the management plan? Is device removal scheduled? Is a replacement linx or fundoplication planned? When and if the explanation takes place can we ask that the procedure gets video recorded and the video shared? When and if the linx device is removed, may we ask that the device be returned for analysis? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 2/4/2025. Additional information received: spoke with patient who indicated he¿s meeting with his thoracic surgeon today and will provide an update after that visit. His device was implanted in (B)(6) 2020 by (B)(6). Md at (B)(6) hospital in (B)(6), pa and he underwent a hiatal hernia repair at the time of implant. It was reported by the patient who stated they might have to remove their linx device due to possible migration and or separation. Food would go down slow and sometimes get stuck. Patient ended up in the emergency room (ER) the week after thanksgiving. Turkey got stuck in his esophagus for about 18 hours. Patient was unable to pass the food. In the ER patient was given glypican which was supposed to relax the esophagus to pass the food. This did not work however the side effects of nausea and vomiting resulted in the patient vomiting in the parking lot of the operating room and removing the stuck food. Patient went to see his surgeon and last week an x-ray and barium swallow was done. It was noticed that the device had migrated from the initial implant location, and they were unable to see the entire band going around the esophagus leading the doctor to believe the device may have separated. Explant has not been scheduled.